Event description:
It was reported that there were metal shavings coming out of the micro oscillating saw during testing. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that there were metal shavings coming out of the micro oscillating saw during testing. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The engineering technician reported that the handpiece was not leaking shards/flakes as reported, but had severe corrosion in the blade mount assembly.